Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had two leads implanted with the same lot number. It was reported the pt's entire scs system was replaced with a new one due to ineffective stimulation. The pt is now receiving effective stimulation.